Event description:
It was reported a 6f angio-seal sts plus device was used to seal the arteriotomy site post percutaneous procedure. A pre-deployment angiogram was performed. The pt underwent surgical intervention for vessel occlusion. The surgeon stated the occlusion was caused by displaced plaque which not seen on the angiogram.